Event description:
It was reported that the patient¿s ilet displayed a recurring restart alert and subsequently an alert indicating to restart the device, associated with a bluetooth communications issue during setup and inability to accept a sensor connection; the device problem was characterized as a mechanical problem. Symptoms included hyperglycemia, with elevated blood glucose reported while the patient was not using the ilet. Outcomes included insufficient information to further characterize the clinical impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that a mechanical problem was identified in association with bluetooth communications, though available information remained limited. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.